Manufacturer narrative:
Investigation summary: an analysis was performed on the pictures that were provided by the customer. According to the pictures, noise was observed on carto 3 screen. Customer complaint was confirmed. The product analysis was performed as appropriate in order to find root cause of complaint. The first visual observed a reddish color under the pebax. A closer second inspection was performed and reddish material was observed and a hole. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab identified a hole on the pebax. Initially, during the procedure, electrode 1 and 2 could not apperceive an electric signal. A second catheter was used to complete the procedure. There was no patient consequence reported. The signal issue was assessed as not MDR reportable as the risk to the patient was low. The biosense webster, inc. Product analysis lab received the device for evaluation and on may 5, 2020 identified reddish color under the pebax. The reddish material observed under the pebax was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. After further device evaluation on may 14, 2020, a hole was identified on the pebax in addition to the reddish material. The hole on the pebax was assessed as a MDR reportable issue. The awareness date for this issue is may 14, 2020.